Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when the bd vacutainer® plus plastic serum blood collection tubes open tube after centrifugation, tubes caps are difficult to recap ,as all caps comes out automatically, even after 2 to 3 attempts they are unable to fit caps tightly closed. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for stopper creepout with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when the bd vacutainer® plus plastic serum blood collection tubes open tube after centrifugation, tubes caps are difficult to recap, as all caps come out automatically, even after 2 to 3 attempts they are unable to fit caps tightly closed. Found during use. No reports of serious injury or medical intervention noted.

Event description:
It was reported that when the bd vacutainer® plus plastic serum blood collection tubes open tube after centrifugation, tubes caps are difficult to recap ,as all caps comes out automatically ,even after 2 to 3 attempts they are unable to fit caps tightly closed. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Additional information has been provided regarding this complaint: this is to bring to your attention that we are in receipt of two MFR initial reports in 2018. Please note that the supplement reports could not be processed due to missing a supplement report in emdr system. Kindly verify and submit supplement report for the following reports (listed below) under ¿missing report¿ column electronically through esg gateway to resolve the issue and advise when complete. MFR report number patient ID reports received missing report (B)(4) (B)(6)initial, f/u - 1, 3 f/u ¿ 2 (B)(6)is the parent record for the MDR pr # (B)(6)with MFR # (B)(4) in this one, the 2nd follow up was misnumbered as follow up 3, when it should have been follow up 2.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacture: yes.

Event description:
It was reported that when the bd vacutainer® plus plastic serum blood collection tubes open tube after centrifugation, tubes caps are difficult to recap, as all caps comes out automatically, even after 2 to 3 attempts they are unable to fit caps tightly closed. Found during use. No reports of serious injury or medical intervention noted.